Event description:
It was reported that the patient was implanted with an implantable pulse generator (ipg) system. Approximately 3 hours after surgery, the patient required emergency treatment and later died. The patient's cause of death could not be determined, however the physician suspected congestive heart failure or lead perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.